Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, death (not been indicated that the ivc filter attributed). Unknown if the reported patient death is related to the filter. While anxiety is reported, we are unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Pt alleges anxiety. Pt expired on (B)(6) 2016.

Manufacturer narrative:
Corrected data based on new information received: adverse event to product problem; serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 05/11/2017 as follows: patient received an implant on (B)(6) 2008 due to multiple deep vein thrombosis. The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. Device successful retrieved on (B)(6) 2008. Patient allegedly had a cordis trapease implanted on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). It is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6) medical center in (B)(6). It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.